Manufacturer narrative:
A2. Date of birth, b3. Date of event; corrected data; initial MDR submitted incorrect dates in error.

Event description:
The device was received into product analysis which is underway but not yet completed. The event date and patient's date of birth have been corrected. No other relevant information has been received to date.

Event description:
Lead product analysis was approved. Continuity checks of the returned lead portion were performed during the functional analysis, and no discontinuities were identified. Overall length and resistance measurements of the complete returned lead were determined to be in compliance with those defined in the manufacturing specifications. The lead connector was inserted completely in the header of a representative pulse generator header. No anomalies preventing the connector pin from being fully inserted into the generator were noted. Based on the findings in the product analysis lab, there is no evidence to suggest any device-related anomaly with the returned lead which may have contributed to the reported complaint of high impedance. No other relevant information has been received to date.

Event description:
It was reported that during a new patient implant, high lead impedance was seen. The integrity of the lead was checked and connectivity at the device and nerve, ensured lead was connected to device numerous times and checked impedance throughout this troubleshooting process. High impedance continued. They did not have an accessory kit to check the generator. They removed the lead and replaced it with another new lead and high impedance was resolved. The device is scheduled to be returned for evaluation. Further information was received indicating that it is unknown if a diagnostic test or just an interrogation was performed. Device history records were reviewed. The device passed all functional and quality testing prior to distribution. The device has not been received to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.